Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported that the patient currently has an electronic unit that is part of the error 5 advisory. While the patient has not received an error 5 message, the device will conservatively be replaced.